Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 136 mg/dl. Customer's blood glucose reading at the time of the event was over 600 mg/dl. Customer was unable to bring the blood glucose level down with manual injections or the insulin pump. Customer experienced frequent urination and thirst. Customer was treated with 25 units of insulin, three times a day. Customer was hospitalized for four days. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.